Event description:
It was reported that pump displayed cartridge change error that had occurred on and off for about one month before customer contacted support, although customer was able to resume insulin after issue. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pneumatic tap area as instructed, cleaned area with alcohol wipe or lint-free cloth, reattached cartridge ensuring it was fully in place, and successfully completed load process on pump while on call with technical support, and no further actions were reported.